Event description:
During an in clinic follow up, loss of capture, decreased sensing and decreased pacing impedance were observed on the right ventricular (rv) lead. An x-ray imaging was performed and the rv lead was found dislodged. The rv lead was repositioned to resolve this event. The patient was stable.